Manufacturer narrative:
E1 initial reporter address: (B)(6). E1 initial reporter phone: (B)(6). The device was returned for analysis. Visual inspection revealed that the sheath was kinked. Microscope inspection showed that the guidewire exit port was damaged. However, the distal tip section was in good condition, while the imaging window was twisted and the imaging core was kinked. A functional test was performed using a test guidewire, which was inserted without any indication of resistance when tracking the guidewire into the catheter.

Event description:
Reportable based on device analysis completed on 07 aug 2025. It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion; however, the catheter was kinked and could not cross the lesion. The procedure was completed with another of the same device. The patients condition following the procedure was stable, and no complications were reported. However, device analysis revealed the imaging window was twisted.